Event description:
It was reported that the tip of a pin and fine wire cutter separated outside of a pt's mouth; there is no indication that injury resulted.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received in the past two years involving a similar device where this malfunction resulted in a serious injury. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report.